Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 104.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104) was confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the failure was isolated to a communication error with an sd card, causing the monitor to not be able to download patient flags. The root cause for the defective sd card could not be positively identified. There was no adverse event that resulted from the damaged monitor.